Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2024. Prior to sensor insertion the area was prepped with soap and water. On (B)(6)2024, the patient developed, redness, inflammation/swelling, and a pustule (bump) at the needle puncture site. She had skin burning sensation and pain in the area. On (B)(6)2024 at noon (approximate date), the redness and swelling spread to the size of the sensor pod diameter which prompted her to go to an urgent care clinic. In the clinic, a physician performed an incision and drainage (I&d) to help relieve the pus and she was prescribed an unspecified oral antibiotic medication, and over the counter motrin and ibuprofen tablets. She was discharged home 2.5 hours later, and she was doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.